Event description:
It was reported that the snap clamp assembly (4040) could not be screwed in when fixing to the rail of the op stand. There was no patient injury; however, an increase in surgical time, greater than 30 minutes was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields. The snap clamp assembly (4040) was not returned for evaluation; therefore, a root cause determination for the alleged functional issue was not possible. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: b5 (below), h6 (impact code). Corrected b5 narrative: customer subsequently reported that the product malfunction did not result in an increase in surgical time, greater than 30 minutes. This was previously reported in error; thus, no reportable event occurred in relation to the reported malfunction.